Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The manufacturer received the external flow sensor for evaluation, and the customer's complaint was confirmed. The external flow sensor needs replaced to address the issue. There was evidence of contamination.